Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that after the completion of a laparoscopic supracervical hysterectomy, the nurse notice there was a burn on the patient's left inner thigh. It blistered immediately but they were unsure if additional treatment was needed for the burn. Operating room staff believes this was not device related.